Event description:
It was reported that removal difficulties were encountered. Vascular access was obtained via the radial artery. The target lesion was located in the left anterior descending (lad) artery. Predilation was performed with a balloon catheter. A 3.50x38mm promus element ¿ long drug-eluting stent was advanced but failed to cross the lesion. During removal, the stent got stuck in the guiding catheter but was later removed successfully. The physician predilated the target lesion again and advanced the same promus element ¿ stent but still did not cross the lesion. During removal, resistance was encountered and the stent got stuck in the radial artery. The physician then decided to deploy the stent in the radial artery to avoid other complications. The procedure was completed with a different device and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).